Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2025. Investigation summary: bd received one sample and five photos for investigation. Visual evaluation of the returned sample and the photos revealed the presence of embedded foreign material in the tube, identified as white specks in the sidewall of the tube. This embedded foreign material is isolated from any specimen, indicating it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded fm. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k, foreign matter was found embedded in 1 tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® edta 2k, foreign matter was found embedded in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.